Manufacturer narrative:
The information provided were incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in a nursing home. The customer was hospitalized on (B)(6) 2017 and stayed for a month due to cancer, and low blood glucose of 30 mg/dl at the time of admission. The cause of death was cancer. The caller stated that the customer had no diabetes complications, kidney disease, heart disease, stroke(s), or infection. The customer's blood glucose was 51 mg/dl around the time of death. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected by the hospital a month prior to passing, when they were admitted. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.